Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that exhibited a charge time out during capacitor maintenance. No interventions were made or reported. There were no patient consequences.